Event description:
It was reported by service report that the siderail is broken, it won't latch up and sharp edges are exposed. It is unk if there was pt involvement or if there are adverse consequences to report.